Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient was never able to effectively charge their first ins. They were only able to obtain 2 coupling bars briefly at one point. The rest of the time they either saw no bars or could not connect at all using the ins recharger (insr). They stated the ins was right under the skin so the healthcare professional (hcp) and manufacturer representative (rep) were not sure what caused the issue. The patient stated the rep was aware since the onset and they were unable to get the ins to charge as well. The patient went without charging the ins for 2 years at one point. The patient stated the rep had to ¿reboot¿ the device multiple times before the battery went totally dead on the 3rd attempt. The patient confirmed the ins was replaced in 2015. The patient stated the ins was returned for analysis but they were told they could not get readings or information because it was totally depleted. No further patient complications were reported as a result of this event. The representative was contacted and they stated they were not aware of the events the patient is reporting.